Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of low blood glucose readings and hospitalization from the insulin pump. The customer's blood glucose reading was 17 mg/dl. The customer stated that she was admitted to the hospital because her pump was giving too much insulin. The customer stated that she had been experiencing low blood glucose readings for a month and a half. The customer stated that this only occurred when she changes her set. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The pump passed all the tests and appeared to be working as designed. The customer was advised to speak with their health care provider if the issues come up.